Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used prior to a spinal procedure. It was reported that the trackers were damaged and would not track. The manufacturer representative reported that the issue had occurred on multiple occasions and situations. Troubleshooting was attempted, but the issue was not resolved. The cause of no tracking was not determined. No patient harm was reported. Refer to manufacturer report #1723170-2019-05252.